Event description:
This event was reported as fungal endocarditis, sepsis, extreme malnutrition and cachexia, severely depressed mental status. Pt was presented to hospital 1 month prior to the reoperation with fevers and malaise; had bacteremia with fungus and gram positive organism. Small leaflet vegetations noted during the reoperation. The source for the infection is unknown. No further info was provided.